Event description:
It was reported by the rep that the (3) tr45b were used during a bullectomy procedure. It was reported that the first two actions were correct but the third stapler released the "agraphes" open, so that the tissue had not been sutured. The suture was completed by hand. The surgeon returned the three cartridges, but not the tsb45. The surgeon did not indicate which cartridge had the problem.